Event description:
It was reported that a flo-gard infusion pump experienced a channel obstruction. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing, a review of the alarm log and service history were performed. There were no issues found related to the reported problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.